Manufacturer narrative:
Additional information was received that the physician was able to remove the broken contacts during the removal of the remaining lead.

Manufacturer narrative:
Additional information was received that the remaining portion of the lead was removed. Sc-2316-50e (sn (B)(4)): device evaluation indicated that the lead passed photographic imaging test performed. The trial lead showed missing distal tip. Four electrodes were not returned. A review of the device history records found them to be satisfactory. Sc-2316-50e (sn (B)(4)): a review of the manufacturing documentation for the trial lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient¿s trial leads were being removed and some contacts broke off. The lead contacts remained in the body and the physician could not retrieve the contacts.

Event description:
A report was received that the patient¿s trial leads were being removed and some contacts broke off. The lead contacts remained in the body and the physician could not retrieve the contacts.

Event description:
A report was received that the patient¿s trial leads were being removed and some contacts broke off. The lead contacts remained in the body and the physician could not retrieve the contacts.